Event description:
It was reported that during a pci procedure, difficulties were experienced with the express2 monorail coronary stent delivery system. The calcified and 100% stenosed lesion being treated was located in the proximal right coronary artery (rca). The stent was advanced to the distal rca. When the physician attempted to place the stent by pulling back, the stent caught in the guiding catheter and the stent edge lifted. It was noted that the stent also had moved slightly on the balloon. As a precautionary measure, a snare was used to successfully remove the stent. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good." Additional information has been requested.

Manufacturer narrative:
Product analysis could not verify the stent dislodgment and stent damage as stated in the complaint. Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a proximal hypotube fracture was observed 139.1 cm proximally from the distal tip. The stent had moved distally on the balloon approximately 6 mm on the balloon. The manifold was not returned for analysis. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or the subsequent fracture could not be determined. Visual and microscopic examination of the stent did not reveal any damage that would have contributed to the stent movement. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The surface of the balloon material exhibited evidence that the stent had been originally crimped in the correct position. There is no evidence that the device was improperly manufactured. The directions for use, clearly states, "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." The manufacturing records for top assembly batch 9035385 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the stent movement experienced during the procedure can be attributed to not following the stent removal directions in the directions for use. The root cause of the hypotube fracture and crossing difficulties is unk.